Manufacturer narrative:
Result: footboard.

Event description:
It was reported by service report that the footboard was broken with areas where fluid could ingress. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.